Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead exhibited high, rising impedance and no capture at maximum outputs due to a possible fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.